Manufacturer narrative:
Pain at ipg site was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a pocket revision on (B)(6) 2019 due to pain at the ipg site. Stimulation was restored post op.